Manufacturer narrative:
The device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient's death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
An email was received stating a patient had passed away due to the omnipod system. No other information was provided. Follow up for additional information cannot be conducted as the patient's identity is unknown.